Event description:
It was reported that attempts to interrogate the pulse generator failed, despite using two different programmers in two different rooms and with the wand in many positions. A surface ECG revealed that the patient was being paced at the base rate. With a magnet applied, the device paced at a rate of 100 ppm. Removal of the pulse generator is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.